Event description:
The patient received two leads with the same lot number. It was reported during a pain pump trial procedure, the lead was shown to have migrated and was bent. As a result, the lead was explanted and replaced with a newer model. Reportedly, the case went without any further incident. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.